Event description:
It was reported the patient experienced a shocking or jolting sensation. The shocking occurred during a neuropathy treatment in 2013 and a ultrasound treatment in (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bx4s, implanted: (B)(6) 2013, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).